Event description:
It was reported that the end of tip at the catheter is blocked. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded catheter is unconfirmed because the problem could not be reproduced. One 5 fr t/l powerpicc catheter kit was returned for evaluation. An initial visual observation showed the catheter was returned in its original packaging, and light use residues were observed throughout the catheter. All three clamps were engaged on each lumen. A functional test of infusing each lumen with water using a 12 ml syringe after the clamps were disengaged revealed all three lumens to be patent to infusion without any resistance. Nothing remarkable was observed during infusion of each lumen. No leaks were observed during the functional testing of the device. Based on the investigation of the returned powerpicc, the complaint of the tip of the catheter being blocked is unconfirmed as the problem could not be reproduced. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned.

Event description:
It was reported that the end of tip at the catheter is blocked. No other information was provided.